Event description:
Customer called lfs in 2002 alleging that surestep meter was giving inaccurate low readings. Customer had symptoms of chest pain, dizziness, blurry vision and customer got readings of 7 mg/dl, 10 mg/dl and 2 mg/dl. Customer was using expired test strips. Customer called doctor and was tested on the doctor's meter with a result of 577 mg/dl. Customer was then hospitalized and treated with "IV glucose". Customer stated that doctor used other test strips that were not expired and got a result of 7 mg/dl. Customer care representative replaced the meter. Sending letter.